Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The complaint that the pump¿s audio tones were functioning intermittently was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The reporter alleged that the pump's audio tones were functioning intermittently. It was noted that the pump's vibratory feature was functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.